Event description:
(B)(4). Dealer purchased replacement locking gas cylinder (B)(6) 2014, under 6 months warranty, cylinder is froze up. No injury reported. No additional information available per dealer.